Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission showed post paced t wave oversensing. Programming changes were recommended. Plans were made to bring patient into clinic for further evaluation and monitoring will continue.